Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a missing order. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the missing order was due to a delayed message sent from pis. A technical support specialist (tss) identified an adt/pis issue and noted that user training needed to be corrected. The system functioned as intended after the technical support specialist troubleshot the device.